Event description:
Customer reported he stopped using the sensor, due to sensor reading being off. Customer stated he will check his blood glucose level and it will be different from his sensor glucose readings. Customer state the insulin pump also alarmed calibration error. Customer would input his blood glucose reading and a few minutes later it will prompt him to inter blood glucose again. Customer was advised to reach helpline when issues occur. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.